Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: effect of multilevel upper airway surgery vs medical management on the apnea-hypopnea index and patient-reported daytime sleepiness among patients with moderate or severe obstructive sleep apnea. Doi: 10.1001/jama.2020.14265.

Event description:
It was reported that on literature review ""effect of multilevel upper airway surgery vs medical management on the apnea-hypopnea index and patient-reported daytime sleepiness among patients with moderate or severe obstructive sleep apnea"", 1 patient had myocardial infarction post-op day 5, 100% lad artery occlusion and bleed (grade d) postop day 14 after a modified uvulopalatopharyngoplasty and minimally invasive tongue volume reduction procedure using a unspecified reflex wand device(s). The events were treated via hospitalization. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that this case reports that 5 days after a modified uvulopalatopharyngoplasty and minimally invasive tongue volume reduction procedure using an unspecified reflex wand device, a patient suffered a myocardial infarction. There was 100% lad artery occlusion. The events were treated via hospitalization. No further information is available. Without specific patient clinical, information, a thorough medical investigation cannot be performed. The root cause of the episode, documented in the article cannot be confirmed nor concluded that the instrument contributed to the myocardial infarction. Patient impact/outcome cannot be determined with the limited information available. No further medical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.